Event description:
It was reported that the health care professional (hcp) requested assistance from boston scientific technical services (ts) to program this device into MRI protection mode. Upon review, ts noted atrial undersensing. No adverse patient effects were reported. At this time, this device system remains in service.